Event description:
It was reported that the patient received an appropriate shock due to ventricular fibrillation (vf). Upon interrogation, the representative was unable to view the episode information due to an 'invalid data' error. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.